Event description:
The customer endoeye high-definition ii, autoclavable video telescope was returned to the olympus (osh) repair center for an ¿occasional horizontal fringe of image¿. The customer reported event was found at reprocessing. There was no delay, and the procedure was completed with another one. Upon inspecting and testing, a purple colored image defect was identified. No death or injury or harm was reported to olympus. This report is being submitted to capture the purple colored image defect.

Manufacturer narrative:
The repair inspection identified a purple-colored image defect. The issue was isolated to a defective outer tube/imaging unit. Also, the fog-free board/sheet was fractured and there was corrosion found inside of the outer tube/imaging unit. The investigation is still ongoing; therefore, the root cause cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During investigation, the reported issue was confirmed. After dismantling the video telescope and inspecting the components individually, the image color malfunction ¿green and purple images ¿could be attributed to the defective r-unit. Furthermore, the sbc found that ¿[t]he sheet for fog free function was fractured. Possible causes are: unacceptable tension in the area of the "ccd (charged coupled device) w. Holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve" unacceptable tension in the area of the "ccd w. Holder" assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined - pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device¿ a manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.